Event description:
During an in-clinic follow-up, premature battery depletion was suspected on the device. No intervention has been performed but a revision procedure is anticipated. The patient experienced palpitations and is stable with no consequences.